Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). The rep reported premature/abnormal ins depletion. The rep stated they met with the patient in clinic for reprogramming and an end of life ("therapy has stopped. Replace the internal device to continue therapy.") Message came up on the programmer. Patient had amplitudes running between 4.0-5.0ma, but was only implanted last year. The cause was not known and the issue was ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.